Event description:
It was reported that the procedure was being performed in the emergency room. Prior to insertion, the physician was not able to advance the guide wire through the raulerson syringe due to resistance. As a result, a new kit was opened and used to complete the procedure successfully. They do not know if this caused a delay in treatment. There was no pt death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.